Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, when they opened the device package during preparation, they noted that the plastic cover over the gauge was broken. The procedure was completed with another alliance ii inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the gauge needle did not move during testing and it remained at 0 atm. Therefore this is now a 30-day MDR reportable event.

Manufacturer narrative:
The investigation result of gauge reading inaccurate. Investigation results: a visual examination of the complaint device revealed that the syringe assembly and gauge were returned; however, the extension tube was not returned. The gauge was reading at 0 atm and no visible defect was noted to the returned components. The syringe assembly was functionally tested with a sample stopcock by pressurization with sterile water. No leakage was noted; however, the gauge needle did not move. Based on the condition of the returned device, it is possible that the complaint unit got damaged during handling of the device either during shipping, unpacking or preparation. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause is handling damage. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.